Manufacturer narrative:
(B)(4). Date of event estimated. Unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. Implant date estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of hypersensitivity is listed in the xience v and xience nano everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on an unspecified date, the patient underwent a stenting procedure with implantation of an unspecified xience stent. Approximately three days post procedure, the patient began to experience a rash. The patient was seen at a dermatology clinic; however, that clinic was unable to help the patient, and the patient was transferred to a second dermatology clinic. At this time, it is unknown if any treatment was provided or if any additional intervention will be performed. No additional information was provided.